Manufacturer narrative:
Concomitant medical products: product ID :3998, lot#: (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain, other non-malignant pain, and chronic low back pain. It was reported that an impedance test at 3.0 ma indicated that all electrodes were out of range. The patient could not recollect any falls related to this event. It was noted that the rep discussed replacement of the lead with the patient. The issue was not resolved at the time of this report. The patient's status at the time of this report was "alive with no injury" and no patient symptoms were reported regarding this event. It was further noted that surgical intervention had not yet occurred and had not been scheduled at the time of this report but surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.